Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged of having lightheaded, dizziness, blood in mouth, sinus congestion, difficulty breathing/short of breath and memory loss while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded, dizziness, blood in mouth, sinus congestion, difficulty breathing/short of breath and memory loss related to CPAP device's sound abatement foam. No other clinical information or medical intervention was reported. The patient had memory loss. This event is assessed as not related to the device in this case. On the other hand, the reported event of difficulty breathing is assessed as serious injury while lightheaded, dizziness, blood in mouth and sinus congestion is assessed as non-serious event; both are possibly related to the product problem with the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated in this report.